Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This is 1 of 2 devices being reported for the same event, as we are unable to determine which device was involved (reference 0001825034-2016-02609 / 0001825034-2016-02610). Product location unknown.

Event description:
During a total knee arthroplasty a drill bit fractured, part of the drill bit was retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.